Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient woke up with an unknown alarm on (B)(6). The log files show that the patient depleted external battery power causing low voltage advisories at ~4:56am on (B)(6) 2025 as both batteries were connected. A black cable battery disconnect at ~4:57am appeared to have caused the onset of low battery hazard alarms when the black power lead was disconnected leaving the white power lead connected but it was in a low charge state resulting in voltage hazard events. The remaining battery appeared to have been depleted causing the system controller to enter no external power operation at ~4:57am when both power leads were disconnected enabling the emergency backup battery (ebb) in the system controller. The system controller was running in no external power mode until the driveline was disconnected at ~5:06am on (B)(6) 2025 causing various alarms. A system controller exchange was performed, but the pump did not restart. The system controller, (B)(6), was connected to battery power and then to the driveline on (B)(6) 2025 at 0535 showing zeros for ventricular assist device (vad) parameters and minimal watts for pump power (<1w) until (B)(6) 2025 at 0726 when the driveline was disconnected and the system controller shut down. The log files for system controller (B)(6) show that on (B)(6) 2025, the left ventricular assist device (lvad) and the pump appeared to not have started on this log file. The log files for the system controller, (B)(6), noted that the driveline was connected on (B)(6) 2025 at 0924 with zeros for the vad numbers and minimal watts noted for pump power. It showed that the driveline was disconnected (B)(6) 2025 at 0958.